Event description:
It was reported that cco and cci readings were unstable during use. Cci values fluctuated in the range of a liter or two at about 30 minutes intervals. The waveform was wavy and unreliable. There were no error messages observed. The problem was confirmed to occur in ICU, but it is unknown if the same event has been observed in other places such as the operating rooms. It has been unable to determine if there was anything interfering the measurements. The customer has been using other parameters than cco/cci as a reference when the abnormal cco/cci readings were noted. The sales rep commented that this hospital was relocated in (B)(4) 2011 and that may have a relation to this problem. No sample of tracing available. There were no patient complications reported.

Manufacturer narrative:
One catheter with attached monoject 1.5cc limited volume syringe was returned for evaluation. No introducer or contamination shield was returned. The thermistor was found to read 37.1 c when submerged into a 37.0 c water bath. The catheter ran cco in 37.0 c water bath on vigilance I and vigilance ii monitor for 5 minutes with no error message. The thermistor and thermal filament circuit were continuous with no open or intermittent conditions. No visible inconsistencies were observed on eeprom data. Resistance value of thermal filament circuit was within specification at 38.1 ohms. Both thermistor and thermal filament connectors were opened and no visible inconsistencies were found. All through lumens were patent without any leakage or occlusion noted. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage to the catheter body or returned syringe was observed. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of cco issue could not be confirmed during the evaluation. No indication of a manufacturing defect noted during the analysis. No actions will be taken at this time.